Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective touchscreen) has been confirmed. As received, the monitor was resetting at the white screen. The cause for the failure was isolated to corrosion on components j502 and lcd200 on the computer/analog (ca) board. The root cause of the corrosion was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a defective touchscreen.